Manufacturer narrative:
Additional info: device evaluation: the complaint lens was received and visually evaluated. The sample was visually inspected at 18¿ distance with unaided eye. Visual inspection revealed that the iol was not returned in its original folding carton package, sample returned inside a small plastic bag. The sample was visually inspected under microscope results revealed surface residuals (fiber/particles) on the lens that could be related to the handling the lens in a non-sterile environment. Also, the lens is cut in two pieces that could be related to the explant process. The results of our investigation results reasonably suggest that the probable cause is not related to the lens itself. But maybe a calculation issue as initially reported. In addition a manufacturing record review was conducted. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye. It was reported that it was a post lasik patient implanted with a zcb00 iol who had a post refractive error due to the previous surgery and not any problem with the iol. It was stated that the lens was cut in half and a different diopter was implanted. It was stated that the case went perfectly and that there were no lens issues; it was a calculation issue. It was stated that the incision was not enlarged and a vitrectomy was not performed. The patient is reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.